Event description:
The patient presented to the clinic for edema related to heart failure, but the symptoms did not match the patient's low cmems numbers. It was recommended to stop using the cardiomems for patient treatment.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.